Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted the outer insulation of the lead developed a cosmetic depression while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined impedance and a potential fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined impedance and a potential fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID addrs1, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product ID 4965-15, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6).